Event description:
It was reported the patient had a device replacement the day prior to report. The previous device "didn't work right." One of the electrodes didn't work. One of the programs caused a lot of pain, another would cause pain increasing from .90 v to .95 v, and another "didn't work very well." The patient had met with manufacturer's representative for adjustments, however results of the adjustments were not reported. The implant "gradually stopped being effective" a few months before a new implant as placed, and the device was "more annoying" for the year preceding the replacement. The patient had a few falls during the months that led to the device not working.

Manufacturer narrative:
Product ID 3889-28, lot # v060172, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer.